Event description:
The customer reported that a titanium clip was stuck in the suction channel of the gastrointestinal videoscope. The issue was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.